Event description:
It was reported on (B)(6) 2026 that the patient's infusion set cannula was bent, leading to a high blood glucose level of 355 mg/dl, which was treated with an insulin pump. The infusion set had been used for two days.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.